Event description:
This report is being filed after the subsequent review of the following journal article: ahmad, pour, raikin, (2007), the modified use of a proximal humeral locking plate for tibiotalocalcaneal arthrodesis, foot & ankle international, 28 (9), 977-983. Patients with disease involving both the ankle and subtalar joints can have significant pain, deformity, and dysfunction. Numerous conditions can cause both ankle and subtalar joint disease. Such afflictions include but are not limited to diabetic charcot neuroarthropathy, neuromuscular disease, post-traumatic arthritis, talar osteonecrosis, and inflammatory arthritis. Nonoperative methods such as pain medications and customized ankle braces can be attempted to relieve symptoms. However, these treatments cannot physically correct the disease at the two joints. In this article the authors used the proximal humerus internal locking system (philos) plate for tibiotalocalcaneal arthrodesis. Seventeen patients with the average age of 52 years had arthrodesis between april 2003 and november 2005. The only complication reported was the (B)(6) year old man had an infection and non-union. A copy of the journal article is being submitted with this medwatch. This is report 1 of 1 for com-(B)(4). This report is for an unknown philos system.

Manufacturer narrative:
This device used for treatment, not diagnosis. Ahmad, pour, raikin, (2007), the modified use of a proximal humeral locking plate for tibiotalocalcaneal arthrodesis, foot & ankle international, 28 (9), 977-983. This report is for an unknown philos system/unknown quantity/unknown lot. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.